Event description:
It was reported that during an orif non-union navicular revision procedure, surgeon was inserting the 4.0mm cannulated screw and it broke. Surgeon thinks that the guide wire was too close to the joint and the wire hit the subchondral bone. Surgeon did not pre-drill the bone prior to inserting the screw and the screw hit the dense bone causing it to break. Surgeon backed out the screw and removed all broken fragments. Surgeon then pre-drilled the bone and was able to insert a brand new screw. Procedure was completed with no further problems, and no harm to patient. Original procedure was non-operative; patient did not have any previous implants implanted.

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation revealed that the returned screw is in two pieces. A portion of the thread is broken off from the rest of the screw. The threaded portion is damaged. The remainder of the screw is in fair condition. Visual examination is consistent with complaint. An investigation was performed to determine the part number of the screw. The dimensional analysis was completed using drawing 207610 with the assumption the screw is from the family listed on the drawing. However, because no part number was provided, it cannot be determined with 100% certainty that the enclosed screw is a part number listed on drawing 207610. It is concluded that since no issues were found during dimensional analysis on features that could be inspected and no lot number or part number was provided this complaint is indeterminate from a manufacturing standpoint. The product development evaluation showed the screw is broken in two pieces at the distal threads. The distal piece appears to only have two of the four self-drilling prongs. The design for this screw was reviewed and deemed adequate. The set provides technique and instrumentation for pre-drilling the bone if it is very dense and hard, to avoid a problem with trying to let the screw self-drill. It is specified in this complaint that this patients bone was dense and that predrilling was not done before inserting the screw that broke. It was noted that the patients bone was dense and that pre-drilling was not done, which was the primary reason that the screw broke. Pre-drilling is specified in the technique if the patient has dense bone. Once predrilling was done, a subsequent screw was implanted successfully without issue, therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is 1 of 1 for complaint file (B)(4).